Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle break at the tip or at the body? Is the broken needle available for analysis? Any photos available for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that during the surgery, the needle holder was used to clamp the needle, and the needle broke, and the suture needle was replaced in time. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: after investigation, the event date should update to be 2021-sep-28. Additional information was requested, but unavailable: is the broken needle available for analysis? Any photos available for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail did the needle break at the tip or at the body? All answers above are unobtainable. Once there is any update, we will update the information. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m product, complaint # (B)(4). Date sent to the FDA: 6/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.